Event description:
On (B)(6) 2012, customer reported that the cartridge chemistry sample probe, on the dxc 800 pro, leaked from the wash collar. Customer stated that approximately 1 ml of liquid leaked and that the leak was contained and cleaned. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and removed and replaced the cartridge chemistry sample clot detector. This resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).